Event description:
It was reported that after a thoracoscopic esophagectomy with open gastric tube reconstruction on (B)(6) 2015, post-operative bleeding occurred from the short gastric artery three days after the initial operation. Reoperation, opening the abdomen, was performed to stop the major leak by clips and electrosurgical scalpel. During the thoracoscopic esophagectomy, the sales rep attended and checked that the doctor used the device properly. The sales rep came out of the or before the beginning, the reconstruction. The patient had had a right hemicolectomy a few years ago. During the reconstruction, the doctor found that the right gastro-omental artery had been cut at the time. Therefore, a vascular bypass surgery with internal thoracic artery was required with the reconstruction, to keep the blood flowing. During the bypass surgery, the device was used to seal without clips on the gastric artery that bleeding occurred from. Blood transfusion was required, but the volume of bleeding and transfusion were unknown. As of now, the patient is in the hospital and the patient¿s condition is stable. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: for clarification, what actually occurred during the reconstruction procedure? When abdomen was opened, the surgeon found that the right gastro-omental artery was cut, it seemed that it was cut during right hemicolectomy, a few years ago. If reconstruction is done without the right gastro-omental, the blood flow won¿t enough and insufficient blood flow could lead to dehiscence. Then, the surgeon decided to do vascular anastomosis with the internal thoracic artery to keep the blood flow plentifully. Can you please confirm that the nslg2c35 was used during the vascular bypass surgery? Reconstruction and vascular anastomosis were done at the same time, and we have no information about it anymore. Nslg2c35 was used during all procedures, from thoracoscopic esophagectomy to reconstruction and vascular anastomosis. Did the gen11 display any yellow alert screens during the procedure? No. Did the surgeon hear the tone changes? When is the surgeon advancing knife blade in relate to tone 2; was tone 3 heard? The surgeon said that the timing of closing handle is earlier than usual, before the tone changes completely. How long has the surgeon and account been using the gen11 and the nslg2s35a? No information. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. No. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No information. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No information. What was the total blood loss? The blood transfusion was required but there is no information about volume of blood loss and transfusion.